Event description:
It was reported that the patient had an occlusion and the physician treated the patient with a femoral bypass. On the final dsa, a stiff wire was inserted so that the vessel was straight; however, the vessel was severely tortuous, which could be a cause of occlusion. The physician said that he should have put in a bare metal stent in first. The stent graft landed at the eia landing and this is where the occlusion is confirmed to be. The distal type ib endoleak was confirmed to have resolved. No additional clinical sequelae were reported and the patient is fine.

Event description:
An endurant stent graft system left contra limb was implanted for the endovascular treatment of a fusiform abdominal aortic aneurysm. The upper proximal neck was 21mm in diameter. The aneurysm entry was 23mm in diameter. The left access vessel (common iliac) was 15mm in diameter. The proximal neck length by centerline was 10mm. It was reported that the patient came in emergently with a ruptured aneurysm. The patient has proximal short neck and severe tortuous vessels for both cia and eia. The procedure was performed after embolization due to right iia aneurysm. The bifurcated stent graft was implanted from just below left renal artery. After cannulation of the gate the 1620124 was implanted. Then the 161093 was added on the ipsilateral limb and eia landing was done. Dsa found an endoleak which was diagnosed as type IV endoleak. Angiography using sheath from distal side of contralateral limb confirmed type ib endoleak. The physician considered implanting an additional extension 202082 for the treatment; however, the physician decided against it at this time and the patient will be monitored by the physician. The procedure was completed because the distal contralateral limb was implanted just short of the severe curvature and it was only a minor type ib endoleak. The cause of the event was due to a short landing zone length (about 20mm). The physician thought about adding an additional stent graft, however, cia had a severe tortuosity, and the type ib was only a minor endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Short landing zone length (about 20mm), cia had severe tortuosity. Pre-operative rupture. Conclusion: short landing zone length (about 20mm), cia had severe tortuosity. Pre-operative rupture. Endoleak.